Manufacturer narrative:
Product ID: 3487a-45, lot# v670559, implanted: (B)(6) 2011, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer. Patient product ID: 3487a-45, lot# v577400, implanted: (B)(6) 2011, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 37752, serial# (B)(4), product type: recharger. (B)(4).

Event description:
Information received from a consumer reported shocking; she was "literally being zapped" and the implantable neurostimulator (ins) was causing her pain. The shocking was occurring daily, and the consumer was not doing anything out of the ordinary. The zapping was at the ins site and was reported to have been sudden. The stimulation change was not reported to be related to positional movement. There were no falls/trauma reported that could be related to the issue. There were not any medical tests or electromagnetic interference environmental exposures. It was noted that troubleshooting resolved the issue. The issue occurred in (B)(6) 2015 and the consumer saw the doctor and a manufacturer representative (rep). The rep told the consumer that her system needed to be reprogrammed and updated. The rep fixed it, so it stopped zapping her. It was noted that the rep told the consumer that he did not understand what was causing the zapping and he had never seen it before. The consumer stated that this had not occurred again since the rep made the changes. The consumer's indication for use was noted to be non-malignant pain. Additional information received from a rep reported that the calendar noted that the consumer was seen (B)(6) 2015 along with the consumer's physician visit. The rep was not aware of any zapping. There was no calendar entry noted for (B)(6). Information received from another rep reported that he was never aware of the incident or any type of shocking.